Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited high threshold measurements due to a reported lead to device header connection problem. An invasive procedure was performed. The lead was disconnected and reconnected to the device header. No additional adverse patient effects were reported. This product remains implanted and in service.